Manufacturer narrative:
(Motor/use error) the evaluation confirmed the reported event "handpiece displayed an error code" most likely due to the motor failure, while the complaint of "overheating" was not confirmed but most likely due to use error. (Refer to ncr-22401).

Event description:
On 07/17/2024 it was reported by a sales representative via (B)(4) that an ar-8330h shaver handpiece displayed an error code when it was being used and also overheated while in use. This was discovered during the case with no patient harm.